Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a broken lcd screen and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 17 mmol/l. The customer stated that the pump was beeping when the battery was removed. The customer stated that there is a smudge on the screen, which made it hard to read. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.